Event description:
It was reported that there was a volume discrepancy with a pump with the actual residual volume (arv) of 10 ml greater than the expected residual volume (erv) of 0 ml. The patient reported being in withdrawal with no specific symptoms. Additional information has been requested, but was not available as the date of this report.